Event description:
It was reported the patient presented in clinic for follow up. Interrogation revealed the right ventricular (rv) lead exhibited oversensing. No changes or intervention was performed. The patient was in stable condition.

Event description:
It was reported the oversensing occurred due to noise.